Event description:
It was reported that this was a retrograde arteriotomy closure of the left common femoral artery using a prostyle device after an active right femoro-popliteal angioplasty by crossover procedure using a 6f sheath. Reportedly, placement of the prostyle device was performed without difficulty. While attempting to obtain good positioning with the prostyle device, a spontaneous "jump" of a few millimeters of the "2/3" system occurred allowing the passage of the threads that were then repositioned. Subsequently, the handle [lever] "1" became blocked and remained in its starting position on the wrist. Removal of the prostyle device was attempted which was blocked with, after removal, finding that the foot had come out halfway when it had not been possible to mobilize handle "1". The prostyle device was removed against resistance with the anatomy. No vessel damage occurred and the device was retrieved as a single unit, with do device separations. Another prostyle was used plus 5 minutes of manual compression to achieve hemostasis. 5 minutes of manual compression were applied for tissue tract oozing and was only applied as a precaution. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- improper or incorrect procedure or method- against resistance was added.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the device had trouble when attempting to remove the device from the patient anatomy and used force to remove it. It should be noted that the electronic perclose prostyle instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties. The cause of the reported difficulties cannot be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information provided it is possible, that movement of the device occurred due to anatomical variables during manipulation of the device. This movement may have inserted tissue under the foot causing the foot to surf out of the guide distally into a position that exposes the foot partly above the guide in a jammed position. Under this condition, the device will be difficult to remove due to profile issues. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.